Manufacturer narrative:
An event of difficulty advancing the guidewire through the dilator sheath became damaged was reported. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. Field indicated that patient had tortuous anatomy which may cause the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
It was reported that while advancing the guidewire, the dilator sheath became damaged. It was also reported that the delivery sheath was invaginated. The device was returned to abbott and a the tip of dilator was noted to be damaged torn. There were no anomalies noted on returned sheath. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. Abbott is performing further investigation to monitor this issue. There were no complaints associated with any other devices from the lot.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6)2023, a 14f amplatzer amulet delivery sheath was chosen for a procedure. During procedure while advancing the delivery sheath over a non-abbott guidewire while inside the patient, the dilator sheath became damaged. A decision was made to replace the delivery sheath with a second 14f amplatzer amulet delivery sheath. It was reported the patient did have tortuous anatomy. There was no report of clinically significant delay in the procedure due to this event. The patient remained hemodynamically stable throughout the procedure.